Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/25/2017 with the following findings: black box shows evidence of a voltage drop resulting in battery alarms on (B)(6) 2017 at 17:10. The pump then followed in a "reboot" condition with "por" events following the battery alarms. . Pump powers with returned battery cap to a audible tone, vibration alert but the display remains blank.. Battery cap is unable to fully tighten. Battery cap measures within specifications. Battery compartment cracks observed in thread area with a section of battery compartment missing. Battery compartment threads damaged. Evidence of moisture contamination inside battery compartment and underside of battery cap. Leak test shows leak at battery compartment damage. Removed pump case. Evidence of additional moisture contamination throughout inside of pump including on display flex cable and connector and other associated pcb components. . Blank display due to internal moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was threads were stripped and there was moisture inside it. It was also alleged that there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.